Event description:
It was reported that during a laser extraction, the lead tip of a previously capped lead deattached and fell into the ventricle. The physician elected to explant the lead. No patient symptoms were reported.

Manufacturer narrative:
Initial reporter: company representative.